Manufacturer narrative:
A specific root cause could not be identified. No sample was provided for further clarification of the observed discrepancy. Further investigation was not possible because no sample was provided.

Event description:
The customer had questionable thyrotropin (tsh) results for one patient sample. The results were reported outside of the laboratory where the physician questioned the tsh result. The sample was provided to check the tsh result. From the one sample provided, erroneous free triiodothyronine (ft3) results were identified. The initial result for ft3 was 0.7 pg/ml. The investigation repeated the sample on (B)(6) 2015 where the result was 0.398 pg/ml. No adverse event was reported. The cobas 8000 system analyzer serial number was not provided.

Manufacturer narrative:
This event occurred in (B)(6).